Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tip is not threading down into the syringe all the way causing it to leak medication.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer state; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h5 labeled for single use?; h6 evaluation codes. Investigation summary: six hundred seventy-seven unused/unopened devices were received for evaluation. The reported issue was not observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.